Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite extension set experienced flow issues, and was clogged. The following information was provided by the initial reporter: set occluded.

Manufacturer narrative:
H.6. Investigation: a 30842e-0006 product was not available for investigation; however the customer confirmed that the complaint sample was from lot 20105001. No further information was available to assist the investigation in this instance. A review of the production records for lot 20105001 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. H3 other text : see h.10

Event description:
It was reported that the bd alaris smartsite extension set experienced flow issues, and was clogged. The following information was provided by the initial reporter: set occluded.